Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was successfully interrogated, and all testing completed on the device passed or was not applicable. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted due to endocarditis. No new device system was implanted. No additional adverse patient effects were reported. The device was subsequently returned for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted due to endocarditis. No new device system was implanted. No additional adverse patient effects were reported.